Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to boot up, remained stuck on the software loading. Upon troubleshooting, the fse found that the software was corrupted. To resolve the issue, the fse upgraded the system software to 2.2.10 version, after which the system was returned to use in good working condition. The philips initiated medical device correction (z-1091-2026) for software malfunction. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.